Event description:
Reporter indicated that pt's stimulation no longer felt like it normally did. It was reported that for a couple of weeks, the pt does not feel stimulation cycle begin and experiences pain at the generator site with stimulation. The pt has experienced an increase in seizures as compared to previous efficacy with the vns therapy but not above pre-vns baseline frequency. Further follow-up revealed that the pt's seizures have become more violent at night for the past 7 months. There have been no recent changes to device settings or to the pt's drug regimen that would contribute to the seizure increase. Device diagnostic testing was within normal limits, indicating proper device function. The elective replacement indicator was no, indicating that the generator was not at end of service. Device magnet mode output current was increased at last office visit because the pt indicated that they could no longer feel magnet mode stimulation. Treating neurologist indicated that the pt's pain and increase in seizures were not related to the vns. The pt had been diagnosed with gastritis that is believed to have altered the pt's metabolic state resulting in inadequate absorption of anti-epileptic medicines. Investigation to date has been unable to confirm whether the magnet mode stimulation is functioning properly. It is not known whether the pt can feel magnet mode stimulation since the increase in output current as pt has not shown up for the last two scheduled follow-up appointments with the neurologist.